Manufacturer narrative:
A product investigation was completed: this complaint is confirmed. The proximal portion of the handle has broken off the returned slap hammer. The portion that sheared off was not returned for evaluation. The handle sheared in half just proximal to the proximal end of the metal shaft core. Whether this complaint can be replicated is not applicable as the hammer is already broken. A visual inspection under 5x magnification, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. The slide hammer for hammer guide (part 357.25) is an instrument used to extract nails and helical blades and is available for use in several systems including the trochanteric fixation nail (tfn) system. Top level drawings and handle component drawings were reviewed during this evaluation. No product design issues or discrepancies were observed. The root cause is most likely due to cumulative wear or excessive force exerted on this 14+ year old slide hammer. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device history record for part #357.25, synthes lot #4462581 revealed that no non conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported the following event: it was reported that during a revision surgery performed on (B)(6) 2016 the surgeon used slap hammer to remove a competitor's nail from patient's femur. During this procedure the handle of the slap hammer broke off in half. No piece of instrument fell in the patient. There was as two (2) minute surgical delay and the patient outcome is unknown. Concomitant devices: competitor's im nail (part # unknown, lot # unknown, quantity one). This is report 1 of 1 for (B)(4).